Event description:
The following information was provided: the patient¿s chief complaint and reason for presentation are unknown. A metaonmeta cup was in place, and a revision of the metal head and stem had been planned. In the end, it was decided to replace only the metal head and retain the stem. However, as the neck of the stem was damaged, this was reported.